Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), 55 catheters appeared to have moisture inside the packaging. There was no patient involvement. This report is for #25 of the 55 devices.

Manufacturer narrative:
Initially reported; it was reported that prior to use of the intra-aortic balloon (iab), 55 catheters appeared to have moisture inside the packaging. There was no patient involvement. This report is for #25 of the 55 devices; complaint # (B)(4), record ID # (B)(4). Event: corrected to; it was reported that there were 13 intra-aortic balloons (iab) catheters from this batch that appeared to have moisture inside the packaging. There was no patient involvement. This report is for #6 of the 13 devices. Complaint # (B)(4). Device not returned.

Event description:
It was reported that there were 13 intra-aortic balloons (iab) catheters from this batch that appeared to have moisture inside the packaging. There was no patient involvement. This report is for #6 of the 13 devices.